Event description:
Same case as: 2134265-2008-01213, 2134265-2008-01214. It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulty occurred. The lesion being treated was located in the very complex, severely calcified, extremely tortuous circumflex (cx) artery. The physician was attempting to treat in-stent restenosis of a non-bsc stent when difficulty crossing the lesion was experienced with a mailman guidewire. A pt2 guidewire was inserted, the maverick balloon slid over the wire easily, and then the wire would not pull out to exchange. The wire and balloon locked up. Everything was removed and replaced with another pt2 guidewire and a non-bsc balloon. These became locked up as well. The guidewire and balloon were removed. The physician attempted to place a 3.50x12mm taxus express2 drug eluting stent, but was unable to cross the lesion. The procedure was not completed due to this event. No pt complications were reported. Pt status reported as "fine".

Manufacturer narrative:
.